Event description:
During the treatment of an aneurysm support by a neuroform stent using a jailing technique, the embolization coil prematurely detached upon repositioning. An attempt was made to retrieve the coil using a snare unsuccessfully. The entire coil remaining in the aneurysm secured by the stent previously placed. No harm was reported. Pt info - pt identifier, age and weight are not available.

Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample could not be performed as the device remains within the pt. The delivery pusher was reported to be discarded. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.